Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a stent moved on the delivery balloon. The 90% stenosed target lesion was located in the moderately tortuous right common iliac artery. Vascular access was obtained using an ipsilateral retrograde approach. A 8.0x30x75cm express ld stent delivery system (sds) would not cross the target lesion due to the device "bumping" into vessel calcification. Several attempts to cross the target lesion were made and during the attempts the stent "got moved proximally." The procedure was completed with a 8.0-17 express ld sds. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported vascular access was obtained via the right femoral artery. The target lesion was concentric, approximately 20mm in length, denovo and moderately calcified. The target lesion was pre dilated with a 5.0-20 non bsc balloon catheter resulting in 75% residual stenosis. During advancement of the 8.0x30x75cm express vascular ld stent delivery system significant resistance was encountered.